Event description:
It was reported approximately two months after placement, during a chest x-ray, it has been found a strongly radio-opaque filiform image of 1.5cm length projected onto the right hemithorax in the paracardiac area, confirmed by subsequent multiple radiographic investigations. The finding is considered compatible with the guide fragment located in the right pulmonary artery. A specialist consultancy was carried out for any indication for removal, compatibly with the patient's clinical conditions. Dm was implanted in anonymous right vein with projective extremity at the entrance of the right atrium to allow the administration of drugs and blood samples in a patient suffering from chronic granulomatous disease. It is believed that there was a likely accidental breakage of the guide during the extraction from the microintroducer (flexible terminal portion of about 3cm) and subsequent malpositioning in the vein during the insertion of the catheter. A review of the documentation regarding the positioning operations and multiple chest x-rays to which the patient was subjected has been carried out. However, the fragment downstream of the catheter was not visible at the image intensifier control at the end of the positioning. Likely subsequent migration.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4220 showed no other similar product complaint(s) from this lot number.